Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 69 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for yesterday. Customer thinks pump is giving him too much insulin. Customer was advised to be very cautious of what buttons he presses on the pump and contact his doctor so he can verify his bolus wizard settings. Customer was advised to checked blood glucose to make sure they are stable.